Event description:
It was reported that bluetooth toggle appeared greyed out and cgm error 42 occurred while customer used g7 sensor. There was no reported impact to the customer¿s blood glucose level. Technical support walked customer through complete pump reset, after which cgm error did not appear again, and advised customer to wait 20 minutes before starting new sensor session, with customer agreeing to a follow-up call to confirm that system was functioning properly.